Event description:
A 26mm x 15 mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm in 1999. The aneurysm sizing and vessel morphology are unknown. It is reported that the stent graft was placed through the left femoral artery. A slight "puff" was noted at the gate and ballooned with a 14mm balloon. The stent graft was 5mm below the lowest renal artery but was seated. It is reported that on completion of the procedure the aneurysm was excluded and there were no endoleaks. It is reported that the stent graft was explanted in 2001 due to a lumbar retroleak (type ii). The patient's status is unknown. The explanted stent graft will be returned to medtronic ave for analysis.